Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. The caregiver inserted the sensor and the filament did not fit well and the customer reported feeling a "spike'. The caregiver then removed the sensor and disinfected the area with alcohol and put a patch. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.